Event description:
"While drilling for a bone flap the midas rex drill bit broke. All pieces were retrieved. The event reached the individual but did not cause harm." Info received in letter from the hosp. Report originally reported by sales rep stating the letter would provide further details. There was no pt impact.